Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Manufacturer contacted customer with follow up phone calls for knowing customer condition and ensure the new product replacement resolved the initial concern. Customer informed is satisfied with the new product replacement test reading results;customer did not seek medical attention since the initial call. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 115 to 120 mg/dl. The customer reported symptoms of fatigues, headache, increased appetite, and dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. On (B)(6) 2016 in the morning, a back to back blood test was performed by the customer fasting and produced test results of 99 mg/dl and 122 mg/dl. On (B)(6) 2016 at night, a back to back blood test was performed by the customer and produced test results of 122 mg/dl and 135 mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 99 mg/dl and 99 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.